Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between two (2) capd disconnect y-sets and a peritoneal dialysis (pd) transfer set. During setup for peritoneal dialysis therapy, it was observed that the y-set would not lock when trying to connect to the transfer set to the y-set. There were no issues with the transfer set and was continued to be used by the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.